Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarms or displacement anomalies were noted. Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratched lcd window.

Event description:
Customer's nurse called to report that the customer was hospitalized due to hyperglycemia. Customer believes that the insulin pump may have been exposed to an MRI machine during their hospitalization, but is not sure. Customer's blood glucose levels at the time of hospitalization was 661 mg/dl. Customer's current blood glucose level is 64 mg/dl. Customer reported symptoms related to their high blood glucose levels included nausea and headache. Customer's nurse reported that after the MRI the customer tried to bolus but the bolus was not working. Customer had an MRI prior to the hyperglycemia events. However, it was during the MRI that the customer started to go high. Customer was wearing the pump at the time of hospitalization. Customer's nurse stated that the customer had a hypoglycemia event while in the MRI machine. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.